Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose of 49 mg/dl. The customer stated that she gave herself a bolus for 50 carbohydrates with a blood glucose level of 185 mg/dl. The customer suspended the insulin pump and was treating with juice. She stated the device was showing active insulin of 3.075 units. The customer stated she might have miscalculated the bolus and over delivered insulin. The customer would monitor her blood glucose and the device. The insulin pump will not be returned for analysis.